Event description:
Drops observed at the level of the ramp, air present in the tubing connected to the central venous line. No pump alarm. Patient placed in a declive position and blood saturation was monitored; suspected gas embolism. The medical device was not retained. There was no report from the customer identifying the infusion pump that was involved. However, we are reporting this out of an abundance of caution given that there was a suspected gas embolism (there has been no additional information provided by the customer to confirm this despite several follow up attempts). As such, no root cause analysis can be completed at this time; the complaint cannot be confirmed based on the available information. Should additional information become available in the future, the issue will be investigated further and a supplemental report will be submitted. An MDR will be reported for the disposable set on report# 9681819-2021-00002.